Event description:
It was reported that the device had incorrect volume delivered in continuous mode requires calibration. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump's delivery was within specification. There was no known cause of the reported issue. However, the device failed occlusion testing and a defective downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.